Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported blunt needles are causing coring. To aid in the investigation, two samples in opened packaging blisters and eight photos were received for evaluation by our quality team. A visual inspection was performed to the samples returned with 30x magnification. There was no damage, defective grind or hooks observed. The bevels and etch were good. The eight photos provided shows packaging blister top webs and syringes with a dark colored speck in the solution. No other information could be obtained from the photos. A device history record review was completed for provided material number 305180, lots 4178014 and 4178025. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 305180 batch#: 4178014 verbatim: details of complaint (reported issue): "our anaesthesia team and our aa are finding more and more when using the blunt needles are finding coring. This is happening with many drug vials and in many of the syringes when drawing up. I have some actual vial, syringe samples and photos. Complaint noticed: during / after use patient injury: no.